Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their lower aligner cutting into their gum. Provided hh tips and to follow up. Patient follow up that the tips were not successful, not helping.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.